Event description:
I have a boston scientific ICD and use a remote boston scientific unit to transmit my device information to the clinic. I recently ( (B)(6) 2026 ) received a letter from my doctor informing me that my device is not transmitting data. I had no idea my device was no longer remotely connected. This all took place after I updated my modem with a newer model through spectrum internet provider . Apparently the firewall security on the new modem is blocking transmissions. While this caused no harm to me personally, it could for other people that have medical devices they use at home. This could be a dangerous situation for patients when they don't even realize their equipment is not working properly. I feel that spectrum and boston scientific should both make customers aware of this.